Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.75 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was lifted. The device was removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Updated b5: describe event or problem. E1: (B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 2.75 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was lifted. The device was removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was 90% stenosed, moderately tortuous and mildly calcified.